Event description:
Pt reported that the back to back test readings obtained on the ss meter using different finger sticks were 108 and 175 mg/dl (47% difference). Pt did not have supplies needed to do control test. No symptoms were reported. Lfs rep reviewed procedures with pt. Control solution to be sent out to pt. There was no allegation of harm.